Event description:
--

Event description:
Boston scientific received information that this right ventricular lead displayed an increase in pacing threshold. The patient was seen for a lead revision procedure. At that time, the physician concluded that lead may have slightly perforated the patient's ventricle. The lead was explanted and replaced. There were no adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations.